Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient's mother that there is loss of communication between pump and transmitter. Transmitter serial number was also intentionally removed from connected devices by mother due to loss of communication after the insertion site was bumped. Bleeding was also reported on the third day of insertion in arm and cannula was bent upon removal. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.